Manufacturer narrative:
The delivery system and/or applicable photographs were not returned to edwards for evaluation there visual, dimensional and functional analyses could not be performed. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the device was the source of the complaint. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint for leakage was unable to be confirmed. It is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage. However, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft, however there is not enough information to support the issue is related. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device. A review of the complaint history for (B)(6) 2016 revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventive action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the transfemoral tavr procedure, a leak was observed at the level of the delivery system handle.